Event description:
It was reported that there was oversensing on the right atrial lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.